Event description:
It was reported that after completion of a transcarotid artery revascularization (tcar) procedure, the patient experienced right hand weakness and was not talking. An angiogram revealed a thrombosed stent which led the physician to perform a thrombectomy to remove the clot. It was also suggested that the patient be placed on ticagrelor/brilinta. A plavix test has not been performed. At this time, there is no indications as to what may have caused the thrombus, or if the reported failure is related to procedural issues, patient resistance to dual antiplatelet therapy (dapt) medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
A secondary MDR was reported under 3014526664-2022-00108 as there are two stents associated with the same event/patient. The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred; the cause of the post-operative complication is unknown, therefore, the complaint will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. A supplemental MDR will be submitted if additional information is received.